Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit serial #:(B)(6) was not returned for analysis; however, log file was submitted for review spanning approximately 8 days (24mar2021 ¿ 01apr2021 per timestamp). On 24mar2021 at 9:51:25 - 9:51:27 there was a no external power alarm while connected to the mpu. This event occurred at the beginning of the log file and the cause of this alarm was unable to be determined. The backup battery provided power during this event and this event cleared when power was restored. On 24mar2021 at 22:18:36 - 22:18:55 there were atypical disconnects on both power cables while connected to the mpu that activated along with rsoc invalid faults. These events became no external power alarms due to a loss of ac power. The backup battery provided power during this event and this event cleared when ac power was restored. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. Multiple good faith efforts were sent asking if the mobile power unit (mpu) would be returning and for additional information regarding the observed no external power alarms; however, to date no response has been received. The root cause of the reported no external power events was unable to be conclusively determined. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect and no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿powering the system¿ addresses how to properly connect power sources to the system controller and instructs the user not to disconnect both power leads during a power source exchanges. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent "no external power" alarms. The backup battery use was listed at over 60. A log file analysis captured multiple no external power alarms while only using the mobile power unit. One of these events appeared to be from a loss of power to the mobile power unit because there were some low voltage hazard events, as well. The majority of the alarms appeared to be double power cable disconnect events with the no external powers.